Manufacturer narrative:
The olive wire is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, that the product is distributed within. The device history records for all possible lots were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The available information and review of radiographic evidence indicates an olive wire broke resulting in the tip being implanted in the patient's bone. The product is manufactured with implant grade material and no adverse events have been reported as a result of this failure to date. The most likely cause cannot be determined due to the device not being returned for evaluation; however based on the provided information it is likely the technique utilized on the instruments applied additional bending forces to the device. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2019, the tip of an olive wire w/drill tip broke off and was implanted in the patient's bone. The surgery proceeded without further incident and was successfully completed. No case delay or additional patient outcomes were reported.